Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that the patient's spouse reported that the leadless implantable pulse generator (ipg) was "faulty" and that the patient's heart rate was below the lower rate.